Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed to open. A field service engineer (fse) ran hardware test application and identified that the doors 1 and 2 were showing open when doors were closed. Fse cleaned the micro switches, but the issue remained unresolved. Fse then replaced the latches, and the doors were recognized as open or close, but it was clicking when accessing either door 1 or 2. Fse then replaced the controller board in tower to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.